Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) - the patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted. The attorney alleges the patient experienced "pain and suffering", injury and disability.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to update the 510k number for the device.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional information based on a review of medical records. The ck mesh was implanted in (B)(6) 2007. The medical records indicate the patient experienced adhesions, infection, abscess and recurrence post implant of an unknown mesh in (B)(6) 2012. Recurrence and adhesions are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the medical records provided do not include any device related issue, as is later alleged in the (B)(6) 2013 affidavit. With the current information available, it is unclear to what extent the composix kugel mesh may have caused or contributed to the problems experienced post implant due to the previous reported surgical procedure in (B)(6) 2012 with implant of an unknown mesh. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent repair of a ventral hernia with implant of a bard composix kugel hernia patch. No operative details were provided for this procedure. On (B)(6) 2012 - the patient underwent an umbilical hernia repair with implant of an unspecified mesh. No details provided for this procedure. On (B)(6) 2013 - the patient presented with drainage from her abdominal wall from multiple skin infections as well as draining sinuses. CT scans showed fluid around her previously placed composix kugel mesh. Patient had been on a long course of antibiotics with some improvement of her abdominal wall cellulitis and by the time the patient was seen, the patient had a pinpoint opening with a small amount of serous drainage. Another CT scan continued to show fluid and air around the piece of mesh in the intra-abdominal cavity. The patient was diagnosed with a recurrent incisional hernia and infected composix kugel mesh. The patient underwent a two-part procedure which included exploratory laparotomy, lysis of adhesions, removal of the infected mesh and abdominal wall reconstruction with implant of a non bard davol biologic graft. Per the operative details, " as we proceeded near the umbilicus, there was an obvious (composix) kugel mesh incorporated into the abd wall with multiple adhesions of the small bowel to it. In addition there was another small piece of unknown mesh right near the umbilicus from a previous umbilical hernia repair. The mesh was completely excised along with some infected fascia." An affidavit from the surgeon signed on (B)(6) 2013 stated the mesh ring was not broken, however, the surgeon did indicate the mesh was deformed in some way.